Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additional information states all french customer follow the national regulation/requirements for flexible endoscopes which also follow the instructions for use. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus could not identify the foreign matter or why the foreign material remained in the device. The root cause of the failure could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the product issue was found during diagnostic colonoscopy and the procedure was completed using a similar device. The customer reported five minutes time was added to the procedure as a result. Customer confirmed no patient impact occurred as a result of the issue.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope suction valve broke in the suction cylinder. The device was returned to olympus for evaluation. During evaluation, foreign material (plastic) was found stuck in suction cylinder. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.

Manufacturer narrative:
Visual examination of the foreign material found in the suction cylinder showed it was molded plastic that was blue in color and cylindrical in shape. The investigation determined the plastic part was likely a non-olympus suction valve. The reported issue was confirmed; the suction cylinder was clogged by a foreign material. The foreign object could not be removed from the suction cylinder. During visual examination, the following additional issues were found: the connecting tube was snaky; and the bending section cover adhesive was worn. Functional testing of the device showed the bending angle was out of specifications. In addition, the distal end insulation did not meet with specifications for electrical safety. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.